Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male pt was receiving check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation, the u1 microcontrollers in ECG "c" and ECG "d" were shorted, which resulted in check belt alarms. The root cause for the shorted u1 components could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.